Manufacturer narrative:
Additional information, has been requested and if received, will be reported on a supplemental report.

Event description:
It was reported that the gamma 3 nail broke postoperatively. Patient was revised.